Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
Customer stated that there was a spark/explosion from their toothbrush handle when placed on its charger. No injury reported.